Manufacturer narrative:
The product is not returned to manufacturer for evaluation however product images were submitted which appear to display distal tip of inserter broken off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease for which he underwent oblique lumbar interbody fusion at levels l4-l5. Intra-op, during insertion of the cage, the threaded tip of the shaft broke inside the articulating part of the cage. The surgeon removed the cage with a pair of forceps. After removing the broken segment, a new inserter was attached and the cage was safely implanted. No patient complications were reported as result of this event. No fragments were left in the patient.

Manufacturer narrative:
Additional info: product analysis: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a shear lip that is consistent with bend stress overload. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.